Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked at septum the patient needed coronary angiography due to his condition, and it was performed in the radiology department of our hospital at noon on (B)(6) 2025. The nurse inserted an intravenous catheter. The operation went smoothly and the infusion was unobstructed. When the doctor was pressurizing the vein for iodofol infusion, the white isolation plug of the closed intravenous catheter was washed out and iodofol solution leaked out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. The customer didn¿t return photos and defective sample. 2. DHR/bhr review (lot#3080106): 1) this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found on the septum. 4. Sku#383062 is a product with y pp connector, which has never been declared to be used for high-pressure injection. Conclusion(s): no abnormality is found on process and retained sample. As this product (sku 383062) has never been declared to be used for high-pressure injection, the root cause of the septum is flushed out may be related to the wrong use of the product.